Manufacturer narrative:
The pump passed the active current test, sleep current test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No low battery alert noted during testing. No battery alert or insulin flow block alarm noted during testing. Successfully downloaded history files and traces using thump. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 26-nov-2025 or two days prior. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. During download history review, normal low battery alerted on 10/25/2025 10:10:00, 10/09/2025 09:48:00 and 09/05/2025 13:31:00. Battery cycle 73.0 received the lowbatteryalert (104) on 10/25/2025 10:10:00 after more than 7 days at 16.01 days. Battery cycle 71.0 received the lowbatteryalert (104) on 09/05/2025 13:31:00 after more than 7 days at 55.16 days. Battery cycle 70.0 received the lowbatteryalert (104) on 07/12/2025 09:28:00 after more than 7 days at 53.54 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails, label damage(stained) and stained keypad overlay. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No delivery, insulin flow blocked alarm and charge/battery lasts less than expected were not confirmed. Cosmetic damage at the screen was not confirmed, however other cosmetic damages were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced random no delivery or insulin flow blocked alarms, scratches on the screen and diminished battery life of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-399a, mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-1880.